Manufacturer narrative:
It was reported that two perforators could not be disengaged during two separate events. With the information currently available, we are not able to determine which device is associated with which event. Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted please see medwatch 1226348-2019-00026 for information regarding the additional device.

Event description:
It was reported from hia ste anne in toulon ((B)(6)) that 2 perforators (reference (B)(4)/ lot number j13z46) could not be disengaged. One on march 12th and another on march 13th with 2 different neurosurgeons and different motors. Device 1 of 2

Manufacturer narrative:
UDI: (B)(4). The complaint sample was not returned to codman, therefore, an evaluation of the device could not be performed. Device history records (dhrs) were reviewed and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation.' If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.